Event description:
Procedure: unk, the tip of the device sleeve was broken because the clip applier jammed inside the port. The surgeon could not move the jammed clip applier out of the trocar so he had to forcibly remove it. The tip of the trocar sleeve then broken.